Manufacturer narrative:
E1: patient city - (B)(6) patient country - finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in finland. It was reported that the patient faced hypoglycemia on (B)(6) 2026. The blood glucose level was 3.6mmo/l and the patient was treated it with carbs. No further information available.